Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use with intra aortic balloon(iab) catheter regarding gas loss alarm in iab circuit, balloon catheter restriction alarm and kink. There was no harm or injury reported.